Event description:
Upon deflating the foley catheter balloon to remove it resistance was met and the balloon was found to not fully deflate. A guide wire was needed to be inserted to puncture the balloon.